Manufacturer narrative:
Conclusion of cer (B)(4): the current service software is not precise enough to detect all leakings in the auto zero vales. To ensure an easier testing in the field a new test has been introduced. To ensure, that the test is user friendly the test description has been provided to a few partners and subsideries before the official release of the test. (Countries in which the new test is evaluated: switzerland, netherlands, UK, norway, sweden, denmark and finland) the new test for the autozero valves will be implemented with the new service manual 627038.04 ca. May 2023. The wear caused by the switching cycles could not reproduce the fault, only the exposure to ozone (o3) could plausibly reproduce the damage pattern after a few cycles. The seals are made of nbr (nitrile butadiene rubber). Hamilton medical does not clean with cleaning agents containing ozone. In addition, it cannot be eliminated that the wrong cleaning agents have been used.

Event description:
The following was reported to hamilton medical ag: leakkage by inspiration and expiration hold. Also leakkage of 40-60% with small tidalvolumes of 50-150 ml during ventilation of an ECMO patient.

Manufacturer narrative:
Conclusion of cer 106640.

Event description:
The following was reported to hamilton medical ag: leakkage by inspiration and expiration hold. Also leakkage of 40-60% with small tidalvolumes of 50-150 ml during ventilation of an ECMO patient.